Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed with a hall sensor movement error, which the patient managed to clear. The patient's blood glucose at the time of incident was 242 mg/dl. During troubleshooting, it was confirmed that the insulin pump would take a long time to rewind. The displacement test failed as well; the insulin pump stated that the test was complete rather than alerting no reservoir, and the piston did not rewind completely. The insulin pump will be returned for analysis.